Manufacturer narrative:
This report is submitted on may 16, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 30 january 2020. (B)(4).

Manufacturer narrative:
It was reported the patient's device was explanted ( date not reported). This report is filed on june 21, 2019.